Manufacturer narrative:
Investigation summary: optical signal issue: clinical reported placement signal low alarms and a-line not correlating with placement signal. The data logs confirm placement signal low alarms. Motor current is stable throughout support and 5s parameters are stable. The first rt log shows placement signal calibrated at 20mmhg instead of 0mmhg. This error in calibration is likely a contributor to placement signal values being lower than expected. The cause of the issue was not established as no product was returned and limited information regarding pump set up and support initiation was provided device history lot. Device lot number: 1914794. Device history batch. Subcomponent lot: n/a. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed while supporting a patient had placement signal low alarm. A-line was not correlating with placement signal. The audio was disable.